Event description:
It was reported that during a laparoscopic gastric bypass, the device fired an incomplete staple line. A like device was used to complete the procedure and operating time was extended by twenty minutes. There was no adverse consequence to the pt.